Event description:
This ra lead with an unknown implant date was said to undergo repair which was stated on a call that was placed to technical services on 06/19/2018. No known physician and facility provided. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).